Manufacturer narrative:
No product was returned. Customer was unresponsive to multiple follow up attempts for product and/or lot number. According to thermage flx user manual, blisters and redness are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the lack of information provided from the customer no causal factor can be determined and no conclusions can be drawn.

Manufacturer narrative:
Additional medical and product information has been requested, but not received. Product has been requested but not received. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A practitioner reported that post thermage treatment, a patient experienced blisters. Additional information has been requested but not received.